Event description:
A 6mm spherical coil failed to release after 5 detachment cycles. During an attempt to retrieve the coil, it released with part of the coil inside the microcatheter. The dpu was removed and an 0.014 guide wire was successfully used to push the coil back into the aneurysm.